Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2019 with a high blood glucose level of 498 mg/dl. The customer had symptoms such as diabetic ketoacidosis and were treated with an intravenous insulin drip. The customer did not provide their blood glucose level at the time of the call. The customer reported that the infusion set canula became kinked, leading to their high blood glucose levels and hospitalization. The insulin pump was in auto mode at the time of the incident. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.